Event description:
It was reported that the patient has passed away due to an unknown reason on (B)(6) 2024.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: patient city: (B)(6). Patient country: united states. Additional information - this medical device report is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of the complaint record database event description and all available information shows that no product malfunction has been alleged, no harm attributed to the device, and no lot specific information has been provided. Further information was requested from the customer however; the customer was unable to provide lot number or product specific information. Conclusion of complaint investigation: no device, device components, or any form of visual or physical evidence was provided for evaluation. As a result: no visual inspection can be performed. No retain sample testing can be conducted. No assessment can be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action determination: based on the available information, no further investigation is required, nor corrective and preventive action plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.